Event description:
Office reported a total needle disengagement with product spillage. There was no injury to pt or staff. This is being reported because it is a malfunction that could likely result in serious injury if it were to recur.

Manufacturer narrative:
Device evaluation: we have reviewed the device history records for the syringes and needles used and all dimensional requirements were met. During review of the device history records, minor deviations were noted. None of the deviations noted were significant nor would contribute to a cause for this complaint. Based on the review of the device history records., we find no assignable cause for this complaint.